Event description:
The user was unable to ligate a clip during use. The user checked the applier and found the jaws were broken. Therefore, the other company's applier was used instead to complete the procedure. The applier was purchased by the hospital on (B)(6) 2021.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the (B)(6) facility as part of a 50-piece lot in (B)(6) 2020. Evaluation of the returned instrument shows that the jaws are slightly misaligned in the closed position and one of the jaws arm is bent/damaged , thus we are able to validate this complaint. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings , no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The user was unable to ligate a clip during use. The user checked the applier and found the jaws were broken. Therefore, the other company's applier was used instead to complete the procedure. The applier was purchased by the hospital on (B)(6) 2021.